Manufacturer narrative:
The product was not returned for evaluation. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod.   Chapter 3 / page 34.  Warnings:   check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod.  Checking your blood glucose. Chapter 4 / page 36.  Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 320 mg/dl while wearing the pod between 24 and 36 hours. Patient's father reported the following: insulin was suspended at 6:00 pm (3/22) for 45 minutes and patient exercised, bg level was 130 mg/dl and decreasing; patient drank chocolate milk for low bg levels and between 7:00-8:00 pm, bg levels began to increase. Due to elevated bg levels despite bolus attempts, father did not believe the cannula was fully inserted in the infusion site (leg). It was also reported that the pod was leaking. As treatment, a new pod was applied and a bolus was delivered. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The exposed portion of the soft cannula was found to be stretched and bent. Fluid was able to flow passed the bend and out of the distal tip of the soft cannula. The soft cannula was found to have been stretched to a length of 1.3715 inches, which is beyond the acceptable length range of 1.038 inches ± 0.005. It could not be determined when the stretching or bend occurred or if they contributed to the reported event. The cause of the reported improper insertion could not be conclusively determined. No leaks were noted in the fluid path.